Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
A patient reported they experienced the events of ¿swelling and tenderness¿, "discovered that breast implants were having capsular contracture", "there has been a build up of fluid around the breast" and "implants are also pulling down on the normal skin tissue and is sagging down instead of staying up" with inspira textured silicone gel filled breast implant. The device remains implanted.